Event description:
Stryker pneumoclear insufflation tubing was not recognized by insufflation device. Ref# (B)(4). Lot# 4026868. When seated into device, "start" button did not illuminate to begin gas flow. Reseated 3x and device turned off and on. New tubing of same model but different lot # worked fine. The same lot# was used on following case without incident.